Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned for analysis. The complete electrode was returned intact and not severed. The setscrew marks were in the correct location on the terminal pin. Electrical continuity testing confirmed the conductors were intact, and a hipot test passed, indicating no electrical shorts between conductors. Visual inspection showed no visible notch next to the sense b electrode and revealed no bubbles or cracks present. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to inflammation, edema and infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.

Event description:
It was reported that this implanted lead was part of system revision due to inflammation, edema and infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.